Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient is deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown.